Manufacturer narrative:
There is no equipment malfunction that caused or contributed to a death or serious injury. Device evaluation summary: monitor sn (B)(4) was returned to the manufacturer. Upon evaluation the monitor was found to be fully functional. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report a patient sustained a fall due to the weight of the device and sustained a cut to her head and bruising. The patient went to a medical facility for evaluation. The patient required two staples to her head. Follow up with the patient was completed and the patient reported her injury was improved. The patient continues to wear the lifevest.